Event description:
It was reported that the left ventricular (lv) lead had a high threshold. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224trk implantable cardioverter defibrillator (B)(6) 2011, 694765 implantable tachy lead (B)(6) 2011, 507652 implantable pacing lead (B)(6) 2009. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead has been explanted.